Manufacturer narrative:
Patient city: (B)(6) patient country: san marino request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in san marino it was reported that the patient experienced a high blood glucose event on (B)(6)2026 after taking five sugar packets to treat a prior low blood glucose. The high blood glucose was treated with insulin delivered in manual mode. No further information available.